Event description:
It is reported that the patient was revised due to the rhk art surface hinge post extension disassociating from the hinge post. Patient had two subsequent revisions.

Manufacturer narrative:
This report will be amended when our investigation is complete.